Manufacturer narrative:
Additional information to blocks a1: patient's initials, b5, d4: lot number, and e1: physician's name and healthcare facility. Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6), 2020, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr.(B)(6) block h6: patient code e2330 capture the reportable event of pain (back pain, vaginal pain, pelvic pain). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh kit was implanted during a laparoscopic sacrocolpopexy, adhesiolysis, and cystoscopy procedure performed on (B)(6), 2020, for the treatment of recurrent prolapse. According to the operative findings, adhesions to the vault and sigmoid to the right side wall divided were seen. Also, cystoscopy results showed intact bladder, bilateral ureteric jets seen, cystitis cystica, and moderate trabeculations. As reported by the patient's attorney, the patient experienced back pain, vaginal pain, pelvic pain and recurrent incontinence.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2020. The patient experienced complications. Patient symptoms include: back pain; vaginal pain; pelvic pain; rec incont.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.